Event description:
The manufacture received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. Carried out a pv tool and fault not replicated at step 9 however test failed at step 29/ verify dp prox sensor. Found the base enclosure, rear case enclosure and handle all to have cracked plastic, all parts replaced. Replaced the obm pca due to error e-344 found on the error logs. Device has been set to run in mode awaiting obm cal and full test.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Carried out a pv tool and fault not replicated at step 9 however test failed at step 29/ verify dp prox sensor. Found the base enclosure, rear case enclosure and handle all to have cracked plastic, all parts replaced. Replaced the obm pca due to error e-344 found on the error logs. Device has been set to run in mode awaiting obm cal and full test.